Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/21/2015 with the following findings: the pump was returned for investigation. Investigation revealed the keypad was peeling and lifting around the ok keypad button. All of the keypad buttons were found to be responsive to button presses; however, contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the keypad was peeling and lifting around the ok button. All of the keypad buttons were found to be responsive to button presses; however, contamination was found under all key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 12/21/2015.